Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water ingress into main unit imaging and camera cable, poor image quality (cloudy), corrosion in video connector electrical contact area and scope mount. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was likely that the cracks in the video connector prevented from maintaining airtightness, and moisture entered the interior, causing water to leak into the main unit, the main unit's imaging device, and the camera cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a water invading condition. The unspecified procedure was completed with another device. There were no reports of patient harm.